Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in short left main left anterior descending artery. A 1.50mm rotalink plus was selected for use. During the procedure, the burr jumped forward and was stuck in the cap of the target lesion. The burr was released from being stuck by using extra wire and a balloon. The device was successfully taken out of the body. The procedure was completed with another of same device. No complications reported.